Manufacturer narrative:
A sling, sheath and two needles were returned for eval. The sling was rated within specs. The sheath was torn into two parts at loop heat seal. Tool marks are present on the loop at the tear. One needle was bent. The second needle has a connector attached. This event was related to the device malfunction. Should add'l info becomes available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, when implanting an advance sling system into a pt with urinary incontinence, the surgeon had some difficulty withdrawing the needle from the pt. Once it was removed, the needle was found to be bent, the surgeon said, he thinks he was in the periosteum, causing the needle to bend. The surgeon then retrieved the end of the mesh in the pt and found the connector was no longer attached. The connector was then retrieved by the surgeon without consequence to the pt. A new kit was then used and the procedure was successfully completed.